Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and also confirmed an alternate method of insulin therapy was available.